Event description:
The device was being used to monitor a patient during transport to the hospital. Reportedly, device power was spontaneously lost and could not be recovered. The reporter stated there were no adverse affects to the patient resulting from the use.

Manufacturer narrative:
Medtronic determined root cause to be a ic, u5, on the device power pcb assembly.